Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 7/5/99. On july 12th she sought medical treatment for infection at the ear piercing site and was prescribed antibiotics. The infection worsened and she was admitted into the hospital on july 19 for IV antibiotics and was released on july 21st.